Manufacturer narrative:
(B)(4). This lot was manufactured from october 4, 2012 to october 5, 2012. Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no defects related to the reported problem. A functional leak test was performed by filling the device with water. During and after fill, no evidence of a leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated that a syringe was used to "join [the] medicine", and after pulling out the syringe, the solution ¿drain [ed] out¿. A patient was reportedly involved, though there was no report patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.